Event description:
It was reported that a female patient who underwent a breast augmentation revision with two 470cc mentor smooth moderate high profile xtra,silicone breast implants has experienced right-sided device migration, and unexplained systemic symptoms postoperatively, including diarrhea, full body rashes, felt toxic shock to the body, and vomiting. All testing showed infection in her body, urinary tract infection. The patient stated that the right side dropped and doesn¿t look normal, dent on the top and has bottomed out even after the lift. It hurts to rub against it. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).